Manufacturer narrative:
Updated data: h6. The eval code method relates to the system reported dcs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure and an infold was observed during deployment. The valve was then accidentally released. Post-dilation was performed to remove the infold, and it was believed at the time that the post-dilation was successful. Post-transcatheter aortic valve implantation computed tomography showed the infold remained in place, and echocardiogram follow-up showed mild paravalvular leak. No patient complications were reported as a result of this event. Additional information was received that the patient had fibrotic aortic anatomy that contributed to the infold.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure and an infold was observed during deployment. The valve was then accidentally released. Post-dilation was performed to remove the infold, and it was believed at the time that the post-dilation was successful. Post-transcatheter aortic valve implantation computed tomography showed the infold remained in place, and echocardiogram follow-up showed mild paravalvular leak. No patient complications were reported as a result of this event.